Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement. Device data was sent to rhythmcare for review. Data review determined that the shock impedance measurements were noted to have increased over the past year and low amplitudes were also observed. Rhythmcare then provided further troubleshooting options to be considered at the next follow up appointment. This lead remains in service. No adverse patient effects were reported.